Manufacturer narrative:
Upon investigation of the returned device a malfunction of the device, the failed pusher body to shaft joint bond, was observed. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure with a starclose device after a diagnostic procedure. The physician pressed the trigger and tried to pull back. The device stuck a bit. He pulled using additional force and the device came out of the pt. It was observed that the vessel locator wings were not completely closed. The physician reverted to manual compression. There was no pt injury reported.